Event description:
It was reported that the image is foggy. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
During technical investigation the following was observed: moisture was found to have penetrated the system. The imaging is blurred due to the presence of moisture. The distal solder joint is chemically corroded, which may have led to the leak. The shaft is bent in the distal region. Organic residues adhering to the surface can be observed in the proximal region of the working channel. The damage identified is not attributable to a production or manufacturing defect but was caused by clinical use and clinical reprocessing. Appropriate warnings about the correct handling of the device and the product testing as well as precautions and warnings are included in the corresponding instructions for use. In addition reprocessing information in the reprocessing instructions of the relevant article needs to be observed to avoid any damages to the device. The event is filed under internal karl storz complaint ID: (B)(4).